Event description:
A customer contacted baxter (B)(4) and reported that a pouch was damaged out of the carton. There was no patient involved. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).